Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported patient undergoing pillcam patency capsule procedure. The day after ingestion of the patency capsule the patient developed vomiting and abdominal pain. Eleven days after the ingestion of the patiency capsule, a planned mr-enterography was performed with large artefacts from retained patency capusule seen. Abdominal pain and some vomiting persisted but decreased and the condition eventually returned to normal.